Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable was damaged and was not able to charge the pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer changed the usb cable to resolve the issue.